Manufacturer narrative:
PMA/510(k) #: k163018 device evaluation the zilbs-635-10-8 device of an unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Lab evaluation n/a document review prior to distribution zilbs-635-10-8 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl: as the lot number is unknown, a review of the manufacturing records could not be completed. It should be noted that instructions for use (ifu0065-3) the states the following: warnings this stent is not intended to be removed and is considered to be a permanent implant. Attempts to remove the stent after placement may cause damage to the surrounding mucosa. The information regarding this complaint is limited. It is known that during the procedure the nurse was advised against removing the stent. However, although the information was requested, it remains unknown if the stent was removed. The patient outcome is also unknown. Root cause review a definitive root cause of user error was identified from the available information as it is unknown if the nurse followed the advice with regard to the removal of the stent and the instructions for use instruct the user that the stent is not intended to be removed. Summary the complaint is confirmed based on customer testimony of intent to remove the device. The patients outcome is unknown. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
PMA/510(k) #: k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As reported to customer relations via "the customer used a product with the intention of removing it, when it's not removable." Note: per voicemail, the dm in-serviced the customer / nurse when the device was first purchased. The in-service occurred roughly a year ago. Per complaint form: nurse called during procedure to remove / advised not indicated for removal not fully covered sems. Patient outcome: has the complainant reported any adverse effects on the patient due to this occurrence? - no.